Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-01140. It was reported that the patient was experiencing ineffective therapy due to a fractured lead. As a result, a surgical intervention occurred wherein the system was explanted. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.